Manufacturer narrative:
The field service representative determined there was an issue with the electrodes. The customer replaced the electrodes and reagents. Service checked the syringes and flow path. Calibration and qc were within specifications. The qc recovery gave no indication for a performance issue of reagent or instrument. The investigation determined the customer's actions and service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium result for one patient from the cobas 6000 c501 module. The initial result was 116 mmol/l and was reported outside of the laboratory. The physician questioned the result the sample was repeated on an avl analyzer with a result of 140 mmol/l. The sample was also tested on a siemens analyzer and the result was 142 mmol/l. The sodium electrode lot number was w34 with an expiration date of 17-oct-2020.